Event description:
Abbott customer service and support (css) was contacted with regard to an oncologist questioning why there were two difference sample ID's with the same results received by their lab info system (lis) from their cell-dyn 4000 hematology analyzer. The analyzer has the correct results in the data log. No impact to pt management was reported.